Event description:
It was reported that one of the locking tabs on the liner trial broke off while removing it from the shell during the trialing process. Surgical delay was unknown.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that one of the locking tabs on the liner trial broke off while removing it from the shell during the trialing process. Surgical delay was unknown. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed that the reverse liner trial 36+0 had deep scratches on the overall surface of the device and one of the tabs had broken off. Broken fragment was not returned for evaluation. These types of damage are consistent with other tools and hard edges coming in contact with the device, in this case by using the head distractor in a non-gentle way to change the liner trial to a different thickness in the surgical procedure. Inhance¿ shoulder system surgical technique, rev. B and page 22, states that if "should a reverse liner trial of a different thickness be desired, the head distractor (figure 48) can be placed into the slot of the reverse shell trial located just below the reverse liner trial and gently push to lift the reverse liner trial out of the reverse shell trial. Do not impact the head distractor to remove the reverse liner trial". Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the reverse liner trial 36+0 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3